Event description:
Evaluation of logs revealed that the ventilator generated a technical error code indicating turbine module communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the ventilator generated a technical error code indicating turbine module communication error, power errors, air humidity sensor range error, inspiratory flowmeter temperature sensor range error and o2 evacuation fan error. The inspiratory channel board was replaced to resolved the issue. The inspiratory channel board is one of the main components of the inspiratory section which conveys the breathing gas from the gas inlets to the patient breathing system. It is an interconnecting board for turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is located on this board. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Turbine module communication error shall be triggered when the blower status message timestamp has not been updated for more than 3s and 13±2 s has passed after power on for the system. Ambient air temperature sensor range error shall be activated when the ambient temperature metric is outside the range 0-55°c. Air humidity (rh) sensor range error is activated when the rh metric is outside the range 0-100%. Inspiratory flowmeter temperature sensor range error is activated when the temperature metric is outside the range 0-60°c. Power failure plus 5 volts insp too low svt alarm is activated if the +12v_insp voltage reported from the power subsystem has been <10.8v for more than three seconds. Power failure + 5 v to inspiratory flowmeter too low is activated if the +5v_insp voltage reported from the power subsystem has been <4.5v for more than three seconds. Power failure minus 12 volts insp too high svt alarm shall be triggered by mon subsystem if the -12v to inspiratory flowmeter voltage reported from the power subsystem has been >-10.8v for more than three seconds. O2 evacuation fan error, alarm shall be activated when the power supply subsystem indicates an error on the o2 evacuation fan. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory channel board.